Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori-assisted ukr, after data collection and initial planning were done in the real intelligence cori. In the combined planning screen, one degree varus was shown as the initial long leg deformity. The postop alignment was predicted as seven degrees varus. These parameters did not match surgeon's clinical pre-operative assessment. It was possible that the tide mark knee center was taken in the wrong order and the inbuilt safeguard was not triggered, or somehow a calculation error. Surgery was performed, without any delay, with the same device. No patient complications were reported.

Manufacturer narrative:
H6: type of investigation and investigation conclusions. H3,h6: the real intelligence cori, (B)(6), serial number (B)(6), used during surgery, was not returned for evaluation therefore a visual and functional evaluation could not be performed. Should the device be returned, or any additional information received, the complaint will be reopened accordingly. Provided log files and screenshots were reviewed with the software and clinical teams. The log files confirm the alignment values reported; therefore, the complaint is considered confirmed, but there is no evidence the system was not working as intended. It is unclear what the surgeon's expectations were, as stated in the description that the parameters did not match the surgeon's clinical pre-operative assessment. Factors contributing to the reported scenario may be associated with improper collection of anatomical data/landmarks. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.